Event description:
Near the end of the procedure, the outer tubing of the itrack advance catheter broke away from the main device. During retraction of the catheter, the illumination fiber retracted while the outer sheath of the catheter remained within schlemm's canal, requiring subsequent removal by the surgeon.